Event description:
It was reported that pump displayed malfunction code 16 with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for continued insulin delivery, was instructed to place malfunctioning pump in storage mode, and was advised to enter pump settings and connect continuous glucose monitor to replacement pump. Technical support confirmed warranty and shipping address, arranged shipment of replacement pump with updated software, and instructed customer to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.